Event description:
It was reported that post implant, the atrial lead placement including was inadequate for proper capture of the atrium. The pulse generator was reprogrammed to single chamber mode. The patient became symptomatic due to loss of atrioventricular (av) synchrony. Attempts to revise the lead were un- successful due to the patient's anatomy in the atrium. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.